Event description:
New information received stated the lead had been explanted.

Manufacturer narrative:
A partial lead measuring 53.6cm in length was returned. External insulation abrasion breaching the re and empty lumens was noted at 11.2 to 11.4cm from the distal tip. The abrasion found is consistent with friction to another device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several episodes of noise were found via review of egms. Noise could not be reproduced. Patient is currently undergoing dialysis and due to poor health, revision has not been scheduled.